Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign matter was derived from the following: silicic acid, sorbitan fatty acid ester. There was no deviation from the instruction manual in the reprocessing procedure for the remaining foreign matter, and there was no physical damage to the foreign matter remaining location. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera lll gastrointestinal videoscope was returned to an olympus service center for evaluation with a report that there was reduced angulation. There was no patient or user harm reported. During inspection and testing, foreign material was observed in the nozzle. This report is being submitted for the malfunction [foreign material] found during the device evaluation.

Manufacturer narrative:
During the device evaluation, the following issues were detected: the bending tube was observed to have collapsed. The bending angle in the up direction was out of specification due to wear of the angle wire. A leak was observed due to a pinhole in the bending cover (a-rubber). The a-rubber was scratched, and the adhesive on the a-rubber was chipped. The adhesive around the light guide lens was peeled. The scope connector was dirty due to water leakage. The light guide cover lens, scope connector, and connecting tube were scratched. The connecting tube was wrinkled and had discoloration. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.